Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that bowden wire was broken and the farawave catheter could not be moved to different position. The procedure was completed using alternate device. No patient complications occurred. The product is expected to return for analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of failure to deploy. Upon device return and inspection, no outer abnormalities were observed. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted. The device passed all test performed, showing no evidence of the reported failure. Investigation conclusion: boston scientific has assigned an investigation conclusion code of no problem detected and supporting evidence that came to this conclusion. Boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.

Event description:
It was reported that bowden wire was broken and the farawave catheter could not be moved to different position. The procedure was completed using alternate device. No patient complications occurred. The product was received for analysis. It was further reported and clarified that the event occurred outside the patient. There was no difficulty withdrawing the catheter through the sheath, and no lumen detachment or damage. It appears that the allegation was with deployment issue as the healthcare professional was alleging that the bowden wire was suspected to be broken therefore causing the deployment issue.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem. Correction to section h6 device codes, a150207 was changed to a150101. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that bowden wire was broken and the farawave catheter could not be moved to different position. The procedure was completed using alternate device. No patient complications occurred. The product is expected to return for analysis. It was further reported and clarified that the event occurred outside the patient. There was no difficulty withdrawing the catheter through the sheath, and no lumen detachment or damage. It appears that the allegation was with deployment issue as the healthcare professional was alleging that the bowden wire was suspected to be broken therefore causing the deployment issue. The product was received for analysis and investigation is still in progress.